Event description:
It was noted while using the device, the patient experienced pooling under the drape which was intact and appeared compressed. It was also reported that the patients wound showed signs of slight maceration to the periwound during therapy and a foul odor. The therapy was discontinued and an alternate dressing treatment was used to close the wound. The patient did not require further medical intervention. One week after discontinuing therapy the patients wound had decreased with no undermining noted.